Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by the journal of shoulder and elbow surgery, titled ¿minimum 5-year outcomes of pegged versus keeled all-polyethylene glenoids". The study reviewed forty-seven (47) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers ii (arthrex) and univers pe pegged glenoid (arthrex), to address the following: primary osteoarthritis (45 patients, and post-traumatic arthritis (2 patients). During the seventy-nine (79) month follow-up period, one (1) patient experienced glenoid loosening leading to revision. Source: moulton, samuel g., et al. "Minimum 5-year outcomes of pegged versus keeled all-polyethylene glenoids." Jses open access 3.4 (2019): 292-295.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.